Manufacturer narrative:
No further info is available on the repair of the bed at this time.

Event description:
The technician alleged the brakes are not holding when in brake mode. No patient impact.